Manufacturer narrative:
D10: 200-02-32 - three peg patella 32mm: (B)(6). 200-04-33 - cemented finned tib. Tra sz 3f/3t: (B)(6). 201-46-10 - holding pin headless 3" (4 pk): (B)(6). 230-03-03 - optetrak asy, cr cemented femoral, sz 3: (B)(6). 620-00-02 - platelet rich plasma kit with spray tips: (B)(6). 620-11-02 - accelerate conc. Sys rep by 620-12-02: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee replacement procedure. Subsequently, the patient required a revision surgery due to pain and osteolysis. The patient tolerated the procedures well with no reported complications. No further information is available.